Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: lasso nav eco, and carto. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. The event reported one patient with cardiac tamponade in the apixaban group, but the bleeding stopped after the administration of protamine and performance of cardiocentesis. Title: ¿apixaban versus warfarin for the prevention of periprocedural cerebral thromboembolism in atrial fibrillation ablation: multicenter prospective randomized study.¿ the purpose of this study was to assess the safety and efficacy of apixaban for the prevention of cerebral thromboembolism complicating af catheter ablation. The 200 patients were enrolled in the apixaban group. A 3.5-mm irrigated-tip ablation catheter (thermocool sf, biosense webster, inc.) Was used in this study, however catalog and lot number are unknown. Concomitant products were used during this study: lasso nav eco, and carto.